Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 46 mg/dl. The customer treated with the glucagon kit and needle. The customer stated that she experienced low blood glucose for the last 4 days. The customer stated that her blood glucose was low due to not eating and still receiving insulin. The customer declined to troubleshoot for low readings.